Event description:
It was reported that the patient presented to the clinic after a fall and having received inappropriate shocks. R-waves and lead impedance showed a decrease. X-ray revealed that the lead had dislodged into the right atrium. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.